Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was difficult to remove the urinary catheter once the balloon had been deflated. Upon removal, which caused resistance. As a result, the patient had trauma to the urinary meatus". The patient's current condition is reported as "fine".

Event description:
It was reported "it was difficult to remove the urinary catheter once the balloon had been deflated. Upon removal, which caused resistance. As a result, the patient had trauma to the urinary meatus". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No physical sample was returned for evaluation; only a photo was provided. Based on the photo, the affected lot number cannot be verified. The photo provided shows an inflated catheter balloon marked with several horizontal lines encircling it and one curved line running along its surface. The horizontal lines are evenly spaced and positioned perpendicular to the balloon's axis; these are referred to as rib lines. The curved line traces a smooth arc along the surface of the balloon and is known as the parting line. The photo also shows that the balloon is asymmetrical when inflated. The device history record for lot 40e25a3759 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. No sample was returned for investigation; only a photo was provided. Therefore, the investigation was limited to a visual assessment based on the photo. From the photo provided, a ring-like line was observed around the balloon. However, this line was identified as a rib line and parting line, both of which are considered normal features in the manufacturing process. The catheter resistance could not be confirmed due to this ring. The device history record for lot 40e25a3759 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. As the physical sample was not returned, the functional test for the catheter resistance could not be performed, thus the complaint could not be confirmed.